Manufacturer narrative:
True event date is unknown, reported event date is approximated.

Event description:
It was reported via social media that the patient had a stroke. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device and delivery system (wds) were used. There were no known patient complications during the procedure and the device was implanted successfully. The patient stated they had a mild stroke that occurred an unreported amount of time post-procedure. It was further reported via social media, that the patient was taken off pradaxa, some time post-procedure, prior to sustaining a mild stroke.

Manufacturer narrative:
True event date is unknown, reported event date is approximated.

Event description:
It was reported via social media that the patient had a stroke. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. There were no known patient complications during the procedure and the device was implanted successfully. The patient stated they had a mild stroke that occurred an unreported amount of time post-procedure.